Manufacturer narrative:
Additional information in d4 and h4 sections.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, is yet to be received.

Event description:
The event involved a blood administration plumset¿, 200 micron filter, 110 inch in which the customer stated that the device is letting air back in. The event occurred during patient infusion and 2 units of blood were ordered on a patient as an intervention. While trying to infuse the blood utilizing the ICU medical plum 360 and the ICU medical primary plum y-type blood set the tubing filled with air bubbles, and pump gave high pressure warning and then the blood ended up infiltrating through the tubing and the micron filter. They changed out the blood tubing set and experienced the same problem. They tried to utilize gravity blood tubing, but none was to be found in the hospital. A call was placed to ICU medical, inc and a nurse came down and decreased the psi on the pump from 10 psi to 5 psi which allowed the pump to infuse the blood without further issue. There was patient involvement but no harm was reported as a consequence of the event.

Manufacturer narrative:
The complaint of air in line could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The complaint of air in line could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was performed and no non conformities were found that would have led to the reported complaint.